Event description:
Patient reported pain in her left breast. Healthcare professional reported a left side rupture. Patient additionally reported " tingling, swelling, numbness, or burning of the breast;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, and a weight test of the explanted material was verified and it was within specification. Microscopic analysis of the return device identified: a curved sharp opening with localized stresses induced in radius side assessed as surgical impact(a dimension measurement in the shell was performed which identify the thickness within specification) and stress marks assessed as non penetrating nicks. Based on the device analysis the final assessment is: a sharp opening with localized stresses induced assessed as surgical impact.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 30/jul/2009. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported pain in her left breast. Healthcare professional reported a left side rupture. Patient additionally reported " tingling, swelling, numbness, or burning of the breast;" these events are not related to the device. Device has been explanted.